Event description:
Philips received a complaint from the manufacturer's field service engineer (fse) on the v60 ventilator indicating that while servicing the device, it was observed that the battery will not charge, and voltage is below minimum level to function off ac power. The battery is over 5 years old and needs to be replaced. Per the philips service manual, recommended replacement of battery is every 5 years. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm.

Manufacturer narrative:
Per good faith effort (gfe) response, the technician performed the preventative maintenance (pm) and verified that there was no issue and wasn't able to duplicate the original complaint of the battery not charging and voltage being below minimum. The battery was worn due to its age. The battery has been ordered and will be replaced once received. The device passed the required performance verification tests per philips standards.